Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. The first incident was 3 years ago with blood glucose of 0 mg/dl at the time of the incident. The emergency room staff believed that the insulin bled through the tubing. The customer was given glucose to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The second incident was sometime last year with low blood glucose values in the high 30s mg/dl. The customer had just finished a set change and may have given themselves a massive dose of insulin. The customer was wearing the insulin pump during the incident. Customer is also having issues with meter readings being inconsistent across their different meters. The insulin pump will not be returned for analysis.